Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the hv module was replaced. The device was recertified and returned to the customer. The hv module was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty relay on the hv module. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a patient (age and gender unknown) the device's defib output was out of specification. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer indicated it will be released to zoll at a later time based on the conclusion of the facility investigation. The customer has declined any further evaluation/repair of the device at this time.